Manufacturer narrative:
The olympus field service engineer inspected the machine and confirmed the customer¿s reported problem. The device was returned to olympus for further evaluation and the e433 problem was confirmed and found due to a defective high voltage power supply board. The evaluation also noted, corrosion was found on the mother board and the (sa) flat cable was found broken. Externally, there are scratches on the top cover, chassis and front panel, the bipolar socket has minor deformation, crack marks on the front panel, corrosion on the top cover, stickers have deformation, footswitch connector has deformation and corrosion, and corrosion on the link-in/out screws. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The field service engineer was informed by the customer, when inspecting the high-frequency electrosurgical generator during general maintenance, error e433 was found. No patient or procedure was involved, and no death or injury has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely error message e433 occurred due to a defective high voltage power supply board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.